Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a black image - monitoring is switched off. Emergency is in the table. Person with a heart attack is on the table. Customer has restarted the device but it still doesn't work. There was no allegation that the device contributed in any way to the patient¿s heart attack as the patient was in this condition when admitted to the hospital. The customer did not report that the alleged device malfunction delayed treatment of the patient or could have delayed treatment.